Manufacturer narrative:
(B)(6).

Event description:
It was reported that the pulse generator of a dependent patient was found in backup operation. After firmware download, the device resumed normal function.